Event description:
It was reported that a mirafilter IV extension set contained a black particle in the plastic of the filter. The location of the particle was further described as being in the plastic housing surrounding the filter. A cytostatic drug was used with the unit. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Microscopic examination identified a single black particle, approximately 0.5 mm in size, embedded in the polymeric material of the filter housing, close to the neck of the luer lock connection. The particle was completed embedded and did not protrude into the interior of the housing (fluid pathway) nor did it protrude from the exterior surface. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was determined to be a defective assembled luer lock component supplied to the manufacturing facility by an internal supplier. In order to address this condition, a notification will be sent to the supplier and involved personnel were made aware of this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.